Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via social media regarding a patient implanted with a neurostimulator. It was reported that the patient had a defective electrode. No patient symptoms were alleged and no further complications are anticipated.